Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2014, 305u219 tissue valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and undefined high impedance. Radiographic evaluation has been planned. The ra lead remain in use. No patient complications have been reported as a result of this event.